Manufacturer narrative:
Philips contacted the customer and the customer indicated the problem was resolved.

Event description:
It was reported that the device is displaying speaker malfunction. The device was in use. There was no report of patient or user harm.